Event description:
In july 2003, k.m.I. Was notified of the explant of a wrist fusion system from a pt 6 months after its original implant date to address continuous, low level pain. The pt admitted to having subjected the operative limb to extreme stress loading within two weeks of the implant date.